Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported that insulin continues to drip from insulin pump after letting go of the act button during the prime process. Customer stated they were not wearing the pump during priming. It was also reported that there is a small gap between the piston and the reservoir. Customer's blood glucose reading was 130 mg/dl. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. The insulin pump passed the prime, displacement, and basic occlusion tests. No prime anomaly was noted.